Manufacturer narrative:
The pk dissecting forceps instrument was returned and evaluated. Per the customer reported complaint, failure analysis investigation found that the instrument passed the recognition test on an in-house system. An additional observation not reported by site was failure analysis found instrument's pitch down cable frayed at the distal clevis hub. The frayed strands stuck out at the instrument's wrist. The other cables were not damaged at the wrist. No other damage was found. The customer reported complaint does not itself constitute a reportable event; however, the frayed pitch cable found during failure analysis could likely cause or contribute to an adverse event, if the malfunction were to recur.

Event description:
It was reported that prior to starting a da vinci surgical procedure, the pk dissecting forceps instrument did not register. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported. Nothing reportedly fell into the patient.